Event description:
It was reported to boston scientific that a sensation snare was used in the intestinal tract for an endoscopic polypectomy procedure on (B)(6) 2026. During the procedure, the snare failed to cut the polyp and presented difficulty to position. Procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.